Event description:
My fingernails curled under as a result of using the cane with the original black tip on it. Better when I changed it to a gray one that didn't mark tile floors up when wet like the black one did. Fell once and had a sprained wrist as a result. Other minor accidents. Saw a doctor for sprain. Cane always falls off of my grip. Splinters, chips in wood. I had to buy a cane because I was injured. After using a few of them I ended up with one that made my finger nails curl under. The black tip on the bottom marked up tile floors. I had numerous accidents with it. The wood splintered and chipped. It was a wooden cane that sells for $(B)(4) online and I paid about (B)(4) for it. I am not sure of the exact price. I fell inside my trailer and sprained my right wrist so I decided to report it as defective. It finally broke in half. Luckily I had another cane because I cannot walk without one. Product labeling said carex. It was a sticker. I was hurt by someone who is stalking me. I went to the ER in (B)(6) by ambulance. The doctor overlooked the injury that I could not walk. I still have to be diagnosed as to why I can't walk anymore. I had a broken jaw, a toothache but I think I have a punctured rib. I have yet to get any medical help. Every time that I do I think that it is related to the "defect" the doctor visits, the doctor and lab person want to take my cane from me.